Event description:
It was reported that prior to a rotational atheroctomy procedure, the wire was fractured in several places upon removal from the packaging hoop. No patient injuries or complications were reported.